Event description:
Device malfunction: difficult to remove/clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported by a physician trained in the use of the starclose se device, attempted arteriotomy closure of a mildly calcified right common femoral artery. Reportedly, after clip deployment, the device could not be removed. The safety release and access ports were used, but the locator wings would not retract. A nick and spread was done to expose the delivery tube so the device could be removed. Once removed, the clip was noticed on the end of the delivery tube. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
Improper method, patient's selection (mildly calcified right common femoral artery) - the device is expected to be returned for evaluation. It has not yet been received.